Event description:
Medtronic drug infusion system: cal constant is: 117cc synchromed ii; implant date: (B)(6) 2015; serial # (B)(4), model 8637-40. Pump is filled with morphine. Had a refill scheduled for (B)(6) 2019. Dr took out 30 mg of old medicine (holds 40) which means the pump wasn't working since the last time it was filled (3 months earlier). On (B)(6) 2019 felt a zap at approx 2:45 pm at the pump area and by 3:08 pm felt "higher than a kite". The pump began working. The pump was turned up to release 9 mg at the time of it starting to work again. Unable to wake up on sunday (B)(6); hardly breathing; 911 was called and was given narcan to help revive. It worked but had to stay in the hosp for several days (was admitted to (B)(6)); on respirator and had to have kidneys flushed (dialysis - 3 hrs). A medtronic rep was called in and turned the pump down as far as he could (can't turn the pump completely off). On (B)(6) the pump was turned back on by another medtronic rep - beginning of session: 38.6 ml; 24 hour dose now 1.921 mg/hr. The pump was tested in dr's office - (B)(6) 2019 (with another medtronic rep), and the gears seem to be working fine. (B)(4).